Event description:
It was reported during a percutaneous transluminal coronary angioplasty procedure, resistance was met and the catheter froze while advancing the catheter over the guidewire. The catheter became frozen on the guidewire. During an attempt to remove the catheter, the distal portion of the catheter became separated. No pt injury was reported.